Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: very multiple kinked anatomy in groin. Common iliac artery left and right. First attempt to insert cook stent without an additional sheath. Due to the kinking not successful. Second attempt with gore drysael sheath 24f was successful, but sheath of zta could not be retracted. Complete delivery system withdrawn and changed to gore tag. This worked and the patient could be treated successful. Add. Info received on 19may2025: the same device was used in both attempts. After the first attempt failed because of the kinked anatomy in iliac, it was retracted completely. In the second attempt, there was first introduced a gore dry seal sheath with 24f to straighten the anatomy. Through this sheath the same device was introduced. This attempts also failed, because now, the zta sheath of the zta could not be retracted to open the stentgraft. In the next step, the physician retracted the whole device again and you can see on the device, that one proximal barb of the zta is producing through the sheath. The procedure was then finalized by using a gore tag device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4) summary of investigational findings: a 90-year-old female patient underwent tevar (thoracic aortic endovascular repair) for thoracoabdominal aneurysm, where a zta-p-40-167 device was used. The same device was used in both attempts: zta attempted to be advanced through very multiple kinked anatomy in iliac artery (reported as extremely angulated). After the first attempt failed, it was retracted completely. In the second attempt, there was first introduced a gore dry seal sheath with 24f to straighten the anatomy. Through this sheath the same device was introduced. This attempt also failed, because now, the zta sheath could not be retracted to open the stent graft. In the next step, the physician retracted the whole device again and discovered that one proximal barb protruded through the sheath. The procedure was then finalized by using a gore tag device. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and functional inspection. The entire device was returned for evaluation. The device evaluation determined the following: a divergent a-dim (distance between tip of the sheath and dilator tip), minor compressions and several significant compressions and folds on the sheath, and several indentations on the tip of the sheath and several scratches on the proximal part of the sheath were discovered. A divergent a-dim and the damages have likely occurred due to resistance during introduction of the device through the challenging patient anatomy. Furthermore, the device evaluation found 5 barbs protruded the sheath and 1 barb almost protruding the sheath, which indicates that the sheath was retracted and partly advanced in the direction of the dilator tip during use of the device. Per IFU (instructions for use) ¿care should be taken not to advance the sheath while the stent graft is still within it. Advancing the sheath at this stage may cause the barbs to perforate the introducer sheath¿. The outer diameter of the sheath was measured within specification. Based on the device evaluation, damages on the sheath most likely occurred due to advancement of the device through difficult anatomy and the barbs perforated the sheath because of pulling and tugging on the sheath. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use. Per the instructions for use, adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft. Additionally, the IFU states that the safety and effectiveness of zta has not been evaluated in the patients with access vessels that preclude safe insertion. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. Based on the reported information and device evaluation which determined divergent a-dim (distance between tip of the sheath and dilator tip), several indentations on the dilator tip and multiple indentations and damages on the sheath, the inability to advance the device on the first attempt was most likely caused by extremely angulated anatomy in the iliac artery. It is also likely that some indentations may have already occurred during the initial attempt, which led to difficulties in advancing the device through the dry seal sheath. This ultimately resulted in the barbs perforating the sheath as the sheath was retracted and partly advanced in the direction of the dilator tip, and consequently, caused the inability to withdraw the sheath. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.